Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient developed a skin reaction with redness, inflammation, and pimples under the entire patch area. The patient¿s parent took him to the doctor. The skin reaction was treated with a prescription for oral doxycycline hyclate 100mg capsules, taken twice a day for 21 days, as well as prescription topical triamcinolone acetonide 0.1 percent cream, taken twice a day for 2 weeks. At the time of the report the patient was doing find and the skin reaction was reportedly getting better. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).